Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (does not power monitor properly) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the battery cells were depleted. The cause of the inability to power the monitor or charge is the depleted cells. The root cause of the depleted cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power the monitor properly.